Manufacturer narrative:
Correction made to g5: PMA/510k: k192705 (previously submitted as 5c4482). H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a crack in the light blue mainbody. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked. The cracked twist clamp was discovered within one week of using the transfer set for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.